Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. Replacement open spine clamp shipped to site 05/26/2016. No parts have been received by manufacturer for analysis.

Event description:
A site representative reported their open spine clamp was broken. A medtronic representative, following-up at the site, was told the clamp had a stripped allen and lost screw. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.